Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, the patient experienced a pneumothorax due to a perforation caused by an implant tool. Diagnostic imaging confirmed the pneumothorax and a pleural drainage tube was placed to resolve the pneumothorax. The physician believes that the pneumothorax was related to the lead implant procedure and was caused by an implant tool. The patient was stable.